Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with their sensor. Customer stated their sensor readings would be 100 points off of their blood glucose readings. The customer also reported experiencing fluctuating high and low blood glucose. The customer reported their blood glucose dropped to 43 mg/dl in one incident and rose to 566 mg/dl in another incident. The customer decliend to be transferred to the helpline. The customer declined to return the sensor for analysis.